Event description:
Redness, itching and skin rash secondary to use of latex gloves and episodes of sneezing and nasal congestion when in environment where latex gloves used. Also noted itching in mouth and throat after blowing up balloons.